Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat pelvic organ prolapse, stress urinary incontinence and intrinsic sphincter deficiency and a mesh was implanted. It was reported that the patient underwent a mesh removal procedure on 08/17/2010 due to erosion and exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-02637 and medwatch 2210968-2012-02636. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent vaginal mesh removal and cystoscopy on (B)(6) 2010.